Event description:
Our MDR - after an implantation time of about 7 months, abrasion of the insulation with oversensing was reported. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR - the analysis of the lead found that the insulation of the lead body was massively damaged approx 31 cm distal of the connector pin from squashing. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or mfg errors.